Event description:
It was reported that (1) atw35 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that atw35 endo stapler was used by the surgeon in a laparoscopically assisted vaginal hysterectomy. The staple line had poor hemostasis. It is unknown how the case was completed. There was no consequence to the pt.